Event description:
A gallbladder operation was in progress when the monopolar connecting cable sparked or flashed about midway on the cord. This caused some burning on the surgical drape. Another cable was then connected to complete the case. No injuries were reported.